Manufacturer narrative:
No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the patient was on a 46-hour infusion chemotherapy regimen with 5-fluorouracil (5fu). While at home, approximately halfway through the infusion, the patient's pump began beeping at 0400, indicating air in the line. It was identified the issue as related to the cassette on the tubing. The tubing and cassette were replaced, and the pump was restarted. The reported product fault occurred while in use.